Event description:
Reporter alleged, the customer's voicemate vsr system is intermittently not completely voicing the customer's blood glucose value. Reporter stated, the system would say "one hundred" and "two hundred" and would then pause and not give the complete glucose reading. Reporter indicated, the customer has not been able to perform a glucose test since this began to occur in the system two weeks ago. It was stated, the customer was able to obtain a blood glucose result of 234 mg/dl on the system which was verified by a person who has vision. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.